Event description:
It was reported that the patient experienced a difficulty charging the ipg and it migrated to an uncomfortable position. The patient underwent a revision procedure wherein the ipg pocket was relocated and the ipg remains implanted. The patient was doing well postoperatively.